Manufacturer narrative:
D10 concomitant product: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2j0284 sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n2m0476y egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2j0284 egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n2m0476y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n2m0476y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a general laparoscopic gastrectomy procedure, in loading the purple reload, the handle sounded like a ratchet. There was difficulty firing the device, which puts a lot of pressure to the user. Visually, the reload did not cover the entire mass. Once the reload was removed from the handle, the sheet was torn in the middle. Another reload was used but the same issue occurred and the suture stayed halfway, it did not close completely. Another handle was used with two more reloads without reinforcement, this time the ratchet sound was not heard but there was difficulty firing the devices. A fifth reload without reinforcement was then used without any problems. After that, two reinforced reload was used but the same issue of not finishing closing the staple. To resolve the issue, another reload from a different lot was used. It was noted that the second handle was tested with a new reload and it went well.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that both reloads had open jaws. The upper reload's reinforcement material was torn but still attached distally. Staples were protruding at the 2cm cut line of the lower reload. Staple pushers were up proximally. A piece of reinforcement material was attached to the distal anvil suture. It was reported that the device was not firing completely and the trs material was damaged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the two sigtrsb60amt opened and outside of its packaging. Both reloads had open jaws. The distal sutures were still attached to both reloads. The upper reload's reinforcement material was torn but still attached distally, the upper reload's staple cartridge could not be properly seen in the returned image. Staples were protruding at the 2cm cut line of the lower reload. Staple pushers were up proximally. A piece of reinforcement material was attached to the distal anvil suture. It was reported that the device was not firing completely and the trs material was damaged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.